Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right coronary artery. A balloon wedge 5fr catheter was selected for use. However, the device was unable to be advanced in the left brachial vein. A 300cm j luge guidewire was used to help the balloon to cross a narrowing in the arm. As the wire was advanced, it was noted that the wire bent up on itself a little and when the wire was slowly removed, it appeared as if the radio-opaque tip had fallen off. A snare was used to extract the broken piece of the wire from the arm. No patient complications were reported.